Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to the whisper wire had penetrated the insulation of the lead and was coming out through the lead body in the curve section of the electrodes. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. A puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Puncture is coming from guidewire entering the tip end. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to the whisper wire had penetrated the insulation of the lead and was coming out through the lead body in the curve section of the electrodes. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.